Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pace impedance measurements at implant of 1600 ohms with which the implanting physician was satisfied. At the patient's post-operative follow-up, impedance measurements were observed to increase outside normal limits to 2200 ohms and the patient complained of pocket stimulation at night. The patient's physiologist suspected a poor lead to device connection but the implanting physician elected to take no action in response. No adverse patient effects were reported. This system remains in service.